Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rect1064 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was placed in the patient under the guidance of ultrasound on (B)(6) 2019 in order to reduce the irritation of chemotherapy drugs to vessels. On (B)(6) 2019, there was exudation found at the site of the catheter insertion on the left upper extremity, with skin redness, swelling and pain, body temperature rise. Blood culture, procalcitonin, and bacterial culture were performed, the PICC was removed, and levofloxacin and cefoperazone were administrated.